Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version #: 2.1.0 h2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The syslog and application log were analyzed and observed that there is no touch or pinch event generated . Also, there is no faults/errors/exceptions for the same . Logs did not indicate anything that would have caused the reported issue. Codes: b01, c19, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that after booting up the system, the screen was zoomed in and the mouse control was inverted. The representative was able to sign into the clinical application and the screen remained zoomed in. No error messages were reported. The clinical application functioned as expected aside from the screen being excessively zoomed. They rebooted the system multiple times without effect. They attempted to shut down the system again and the system was unable to shut off via software power button. The system was wheeled into the hallway, disconnected from wall power for 10-15 minutes. When the representative returned to the system, it was powered off. After powering the system back on the issue was resolved.  There was no patient involvement.

Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and the system was determined to be operational. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: sw kit 9735737 stealth s8 cranial medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.